Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. Customer¿s blood glucose (bg) read as ¿high¿, however, a specific value was not provided. Bg was addressed via manual insulin injection. Reportedly, the pump successfully began charging after leaving the pump plugged into the power source. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.